Event description:
It was reported that the customer was having difficulties with the insulin pump. They were unable to rewind the device because every time a button was pressed the screen of the device would freeze up. The customer's blood glucose was 257 mg/dl, which will be treated with manual injection. During troubleshooting the insulin pump alarmed an error after new battery was inserted. The customer tried resetting the time and the date of the device but the numbers kept scrolling. The customer stated that the device did not get wet but it was very hot and humid. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the operating currents were within specifications. The insulin pump passed the unexpected restart error test and the self test. No unexpected frozen screen or unexpected backlight anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping or scrolling was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.